Event description:
It was reported that the user¿s first night on ilet resulted in elevated blood glucose of 390 mg/dl after an occlusion alert was not acknowledged for approximately five hours, after which insulin delivery resumed. The user later disconnected from the ilet and used subcutaneous insulin via pen, and the user did not understand that an occlusion had occurred or that troubleshooting was required. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem associated with improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.